Event description:
During robotic procedure, the vessel sealer was connected to robotic arm. While in pt, the machine / computer reported malfunction, alarmed with exposed blade reported. However, no blade noted by any staff. Vessel sealer removed from pt and removed from field. No harm to pt.